Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the operative eye the haptic slipped under the lens. A vitrectomy was required and another johnson and johnson lens, model ar40e of 21.0 diopter was implanted. Reportedly, there was no patient harm, adverse effect injury or surgical intervention required and the patient tolerated the procedure well. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 6/21/2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. Inspection of the external assembly revealed that there were no gaps or issues with the cartridge. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified. The complaint lens was cleaned and inspected, revealing that it had been cut in half. No issues could be identified that could cause or contribute to a delivery issue. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.